Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Pump received with cracked reservoir tube lip, minor scratched lcdwindow, and scratched reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a partial display. The blood glucose reading is 89 mg/dl. Nothing further reported.